Event description:
In 2008, the pt reported that she has experienced elevated blood glucose and occlusion (e4) errors over the past 4 days during basal delivery on her backup infusion device. One day prior, her blood glucose was elevated to over 500 mg/dl and she injected insulin via syringe. When she woke up the next day, her blood glucose measured 400 mg/dl and it had lowered to 226 mg/dl to the report. She stated that her heart beats fast and she feels "weird" when her blood glucose is elevated. Her target blood glucose range is 80-115 mg/dl. She changed her insulin cartridge and infusion site one day prior. She stated that she has used her abdomen below her belly button as an infusion site for 15 years. She has scar tissue on her lower abdomen and states that it is physically difficult to insert an infusion site. To troubleshoot the pt was instructed to prime the infusion tubing and an e4 was displayed. The pt was able to remove the tubing and prime without error. The pt removed her infusion site and the cannula was not bent. She was educated on infusion site selection and management. She inserted a new infusion site and bolused 5 units without error. She was sent an infusion set insertion device and info on infusion site management. Upon follow up in 2008, the pt stated that she switched to her primary infusion device and continued to have issues. The pt did not require medical assistance from a healthcare professional of second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.